Event description:
It was reported that a patient presented with altered mental status. He worsened over the day and was placed on multiple medications for blood pressure support. However the patient coded. Electrocardiogram showed an inferior st-elevation myocardial infarction. His cath revealed clean coronaries and ejection fraction of 20%. Decision too place impella cp was made. Impella was prepared and inserted without issue. Upon arrival to the intensive care unit he coded and was unable to be resuscitated. The patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been complete. Peri-procedural adverse event (cardiac arrest): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.